Event description:
Initial total knee replacement 4/16/84. Referred back to orthopedic surgeon on 10/1/96 complaining of increased knee pain and catching. Pt admitted for surgery on 12/31/96 for arthroscopy and exam of prosthesis. In surgery found that polyethylene patellar component had fragmented into multiple pieces. Two large fragments and one small fragment were removed -- pieces partially missing. Surgeon plans on future revision of the patellofemoral interval.